Manufacturer narrative:
There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. Investigation summary: bd received 4 photos in support of this complaint, showing needles in use with blood on the patient arm. The rubber sleeve was side pierced and didn't recover and didn't cover the tip of the np needle. Additionally, 5 retention samples from the bd inventory were used to draw 5 tubes each and the issue of leakage was not observed. Bd was able to confirm the customer¿s indicated failure mode with the photos attached; however, bd was unable to duplicate the issue with the retain testing analysis. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced sample leakage. This event occurred 15 times. The following information was provided by the initial reporter. The customer stated: nearly two months since the operation teacher venous blood found in the blood sample collection tube connector tip more worn out rubber lining, leakage of blood, drops of blood in the patients with hand, table for treatment and operation of the teacher's hand, increase the risk of infection, infection families use this specification blood collector for two years, the situation appeared for the first time, the affected quantity is about 15 or so.